Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of the separated guide wire could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the guide (spring wire guide) broke in half during the insertion. The catheter was replaced. It is reported that the patient is in good condition.

Manufacturer narrative:
(B)(4). It is reported that no medical/surgical intervention was required.

Event description:
The customer alleges that the guide (spring wire guide) broke in half during the insertion. The catheter was replaced. It is reported that the patient is in good condition.